Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility. H9/reporting number: <3011050570-10/24/2023-001-r> added here due to character limitation in respective field.

Event description:
The customer reported to olympus, the endoeye hd ii laparoscope was displaying a green image. The issue was found during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation and the available information, as the reported green image could not be reproduced during evaluation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.